Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced pain, recurrence, infections, urinary problems, bilateral hydronephrosis, dyspareunia, inflammation and vaginal scarring. Patient had revision surgery (B)(6) 2009. No other information is available.